Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime fill anomaly or expected no delivery alarms noted. Device was tested with a water fill reservoir. Device left on status screen matched properly with units left on test reservoir. No anomalies noted. No cosmetic damage noted. (B)(4).

Event description:
Customer's father reported via phone call that the device had alarmed no delivery alarms multiple times. Customer's blood glucose was 520 mg/dl. Customer mentioned 80 units of insulin were missing after doing a set change. Device was unable to exit the preparing to prime loop. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.